Event description:
It was reported that the health care professional (hcp) requested review of the device data as it is suspected that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode presents a conductor fracture. Noise oversensing was also observed, resulting in an inappropriate shock. Technical services (ts) discussed the situation could be pointing towards possible fracture due to kinking or bending of the electrode. Troubleshooting suggestions were provided. The noise was able to be reproduced while manipulating the pocket and when the patient moves their arm. An x-ray was also performed, showing a bend in the electrode. The physician plans to replace the electrode and has reprogrammed the device in the meantime. The electrode remains in service. No additional adverse patient effects were reported.